Event description:
While checking on a cardiac patient undergoing iabp therapy the rn noted that the balloon pump screen was black and the pump was emitting a high pitched alarm sound. The machine was turned off and back on and appeared to be working appropriately. The rn contacted the device manufacturers 800 number for clinical support. The manufacturer rep informed the rn to exchange out the balloon pump with another one and hold this pump for warranty service. The pump was exchanged and returned to perfusion office for manufacturer service. No patient harm resulted from this event. The manufacturer replaced a printed circuit board (pcb) assembly and set the pump to run over a period of time. When the perfusionist arrived the next day the pump's screen was once again blank. Manufacturer contacted to follow up and continue repair. This was a newly purchased balloon pumps with 167 hours run time. Manufacturer response for pump, intra-aortic balloon, cardiosave hybrid (per site reporter) : manufacturer currently troubleshooting and determining repair.